Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient has the shingles. Patient described the area as an itchy cluster of blisters with soreness. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended the removal of the lv until the skin irritation is healed. Outcome is unknown.

Manufacturer narrative:
Not applicable.